Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she went to ER with elevated blood glucose, and insulin history is as follows: time: 8:17pm, bg (mg/dl): activated new pod. Time: 10:20pm, bg (mg/dl): 278. Bolus (u): 3.25. Time: 10:32pm, bg (mg/dl): deactivated pod. Time: 10:37pm, bg (mg/dl): activated new pod. Bolus (u): 1.25. Time: 12:07am, bg (mg/dl): 244. The pod was deactivated and noticed the cannula looked bent.